Event description:
Customer reported that a touchscreen on their pump was cracked and unresponsive after the device was dropped. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.